Event description:
Information received by medtronic indicated that the insulin pump reported rewind anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue the use of the device and it will not be returned for analysis.